Manufacturer narrative:
The insulin pump received with broken battery tube thread, cracked reservoir tube lip and severely scratched display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced damaged drive support cap. The customer's blood glucose reading was unknown. The customer stated that the drive support cap has a crack in it and the screen is hard to read. The insulin pump was returned for analysis.